Manufacturer narrative:
The device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Edwards has attempted to obtain further information regarding the patient current status. Should new information is received, a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient had some questions about the effect of chemotherapy on her valve. Patient was implanted with a 23mm bioprosthetic valve for approximately nine (9) years and eight (8) months. Patient requested a call back. Through follow up, edwards received additional information on (B)(6) 2015 that patient reported she developed shortness of breath and was unable to sleep flat/supine, and she went to see her cardiologist. Patient had her most recent echo approximately 2-3 weeks ago. She was informed that her prosthetic valve had calcification and high gradient that will require a valve replacement next month. Her consultation was scheduled for (B)(6) 2015.